Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing resulted in noise reversion episodes. No changes or intervention were reported. There were no patient consequences.